Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
The pacemaker was implanted on (B)(6) 2015 during pacemaker replacement for normal battery depletion. Leads were not measured by a pacing system analyzer at that time. Reportedly, the ventricular lead was fully inserted into the port and tight connection was confirmed by a lead pull test. At post-implant check, the pacemaker normal functioning was observed. During the follow-up performed on (B)(6) 2015, ventricular lead impedance was over 3000 ohms. Reportedly, x-ray showed that the connector pin was still fully inserted into the port. Re-intervention was performed on (B)(6) 2015. Reportedly, no lead pull test was performed before loosening the setscrews, and the ventricular setscrew was easily unscrewed. Pacemaker was explanted and discarded. Ventricular lead impedance has been verified with a pacing system analyzer. Since the measured impedance was normal, the ventricular lead is still in use. Reportedly, blood was found inside the two pacemaker ports.